Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion was pre-dilated and a 3.50 x 20 mm synergy drug-eluting stent was advanced with resistance and deployed. Following post dilation of the stent, the physician identified a proximal edge dissection, which required a smaller synergy stent to cover the dissection. The procedure was completed and no further complications were reported.